Event description:
It was reported that the jaws of the tenaculum forceps instrument were having trouble opening and closing. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results/conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Engineering was unable to replicate the reported problem. Engineering also observed the distal end of the main tube has a deep scratch with material removed on one side of the tube. The scratch is not aligned with the tube axis. There are also other small scratch marks on either side of the deep scratch. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.